Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was treated by paramedics due to a blood glucose level of 33 mg/dl. Caller stated that she lost consciousness and was treated with food. Blood glucose level at the time of the call was 176 mg/dl. The customer was wearing the insulin pump at the time of this incident. Caller also reported that the insulin pump had no delivery alarms. Blood glucose level at the time of the incident was 272 mg/dl. The insulin pump was not replaced or returned for analysis.